Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to right atrial (ra) lead noise was observed. No intervention will be performed at this time and the patient will continue to be monitored. The patient was stable with no adverse consequences.